Event description:
Please refer to the initial report.

Manufacturer narrative:
The provided information including the device log file were basis for the investigation. The logged entries confirm that on (B)(6) 2020 at 1:28 the alarm message ¿internal power supply failure¿ was posted by the device. A later hardware analysis of the power supply showed that the main converter was faulty. In the present case the internal battery was activated as the external power supply was missing and the ventilation continued as set. As per logfile, the user was present at this time, reset the alarm and pushed the audio paused button. At 1:47 a complete system shutdown occurred due to a depleted internal battery. The specified back-up time with a new and fully charged internal battery at typical ventilation is about 30 minutes. However, in this case the operating time of the internal battery was only 19 minutes. Based on the logged capacity trend it could be derived that the internal battery had prematurely reached the end of its lifetime. The switchover to battery operation is alarmed with the message "battery activated". Depending on battery capacity and battery voltage the alarm messages "battery low" and "battery depleted" are posted based on the remaining battery operating time. In this case, the specified timeframe of 5 minutes between the "battery discharged" alarm and battery depletion was not met. In case the device loses power due to a depleted battery, the acoustical power failure alarm sounds according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. Furthermore, the device stops ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that the patient was ventilated with bipap mode. An alarm occurred saying: "internal power failure." At this stage ventilator worked fine. Power cord was moved to other ac outlet, same alarm was displayed. After this new alarm occured "battery failure." Ventilator stopped ventilation and shuts down by itself. Alarm sound continued while all connections were disconnected. Nurse was able restart the ventilator to silence it. Patient was moved to hand ventilation in a hurry and other ventilator was brought for patient. No injury reported.